Event description:
During an initial implant procedure, the right ventricular (rv) lead helix rotated, despite having the locking tool engaged. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood.